Event description:
It was reported that right ventricular (rv lead exhibited non-capture and diminished r-wave sensing. Patient noted discomfort in upper abdomen/ribcage area prior to revision. The patient was treated as likely small cardiac perforation involving the pericardium. The lead was explanted and replaced. The patient is in stable condition.